Event description:
It was reported that prior to the start (post-anesthesia and prior to ports placement) of a da vinci-assisted surgical procedure, the customer informed an intuitive surgical, inc. (Isi) technical support engineer (tse) that universal surgical manipulator (usm) 1 failed to engage sterile adapter (sa). Before contacting the tse, the customer had replaced the drape and power cycled the system, but the issue was not resolved. The tse had the customer remove sterile adapter (sa) and exercise the pogo pins on usm 1 with no change. The tse could not find any related errors in the logs. The tse confirmed that usm 1 led indicator was in blue and active. The customer confirmed no object was obstructing sa engagement, and sa was fully seated. The customer planned to continue the case with three arms. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. As of the date of this report, the usm has not yet been received by isi for evaluation. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.